Event description:
Boston scientific received this implantable cardioverter defibrillator (ICD) without allegation following explant for declaration of elective replacement indicator (eri) . Initial investigation concluded the device failed to meet labeled longevity calculations. All therapy was available to the patient while the device was implanted. No adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.